Event description:
Additional information identified the patient's infection is being treated with oral antibiotics. The patient stated the most recent lab results were good. The devices remain implanted and will continue to follow up with their healthcare provider.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has a possible infection at the ipg site.